Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer. Therefore, the potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
It was reported that just after insertion of the epidural catheter, the doctor noticed it was not possible to infuse the treatment. The catheter seemed to be blocked. The filter was changed with the one from the perifix; it still was not working. The catheter was removed. A new kit was used and the same issue, injection blocked, occurred. The issue was resolved by replacing the filter with one by braun.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that just after insertion of the epidural catheter, the doctor noticed it was not possible to infuse the treatment. The catheter seemed to be blocked. The filter was changed with the one from the perifix; it still was not working. The catheter was removed. A new kit was used and the same issue, injection blocked, occurred. The issue was resolved by replacing the filter with one by braun.